Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the sieve is blown.associated malfunction for this device: manifold clogged, muffler clogged.